Event description:
It was reported that before placing the bladder foley catheter, health professionals tried to check whether the balloon was damaged by using distilled water, but the water went in but did not come out, replaced it with a new one and the surgery proceeded without any problems.

Manufacturer narrative:
The reported event is confirmed manufacturing related. CAPA 4855225 was initiated to address the reported event. Received (3) photo samples. The first photo was a top view of the three way catheter with return syringe. The second photo was a zoomed in view of the tip of the catheter with inflated balloon. The third photo was of the disconnected inflation cap with batch # ngjx0304. Received 1 all silicone foley catheter with syringe. Verified material number 119314 and manufacturing lot number ngjx0304. Visual inspection noted the catheter balloon was asymmetrical. Inflated balloon with 10 ml of solution using the returned syringe and the balloon rested with no leaks noted. Per tm0300903 formula (1.3/ (1.3 + 0.7)) * 100, balloon concentricity= 65/35. Ttempted to deflate balloon passively and no solution could be withdrawn. Attempted to deflate balloon passively using the returned syringe and only 1 ml could be withdrawn. Inflated balloon with 10 ml of solution using the in-house syringe and the balloon rested with no leaks noted. Attempted to deflate balloon passively using in-house luer lock syringe and only 4 ml could be withdrawn. Dissected the balloon and found that the notch was not perforated completely. Based on physical sample received the product does not meet specifications according to ip7601841 rev 11 which states "shaft must not be damaged or pinched." This specific complaint allegation was part of a broader investigation captured in CAPA 4855225. The CAPA investigation conducted a broader review of labeling, complaints, risk management file, raw materials, and manufacturing changes for this product. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter name: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that before placing the bladder foley catheter, health professionals tried to check whether the balloon was damaged by using distilled water, but the water went in but did not come out, replaced it with a new one and the surgery proceeded without any problems.